Event description:
Attorney reported: in 2003 - the patient underwent surgery to repair her ventral hernia. A composix kugel patch was used to repair the defect. In 2007 - the patient underwent a second surgery to remove the infected ventral hernia mesh to repair her small bowel. In 2008 - the patient died from complications arising from the infected ventral hernia mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies medical information/records and death certificate/autopsy report have been requested. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot.